Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recently declared elective replacement indicator (eri) due to an extended charge-time in mid-life battery voltage (18.9 seconds and 2.65 volts). The health care professional (hcp) discussed the change-out timeframe with boston scientific technical services (ts) as the patient is a golfer and would like to wait approximately four months to replace the device. Ts reviewed programming off beep on eri tones and monitoring for end of life (eol) by charge-time indicator. If eol were to be reached by charge-times ts recommended changing device out, or at least monthly manual capacitor formations to verify device operation. No adverse patient effects were reported.

Event description:
Additional information has been received that this device was explanted, and has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. The field observation was confirmed.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.